Manufacturer narrative:
This part is not approved for sale in us but a similar device with catalog# 54840007540 ,510k# k091974 and UDI (B)(4) is approved for sale in us. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore were unable to determine the definitive cause of event.

Event description:
It was reported that patient with l4 spondylolisthesis underwent posterior lumbar interbody fusion at l4/5. Post-operatively, all 4 screws were loosened and neurologic symptom occurred in the patient.patient didn't achieve solid fusion.as a result, revision surge ry is scheduled on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.